Event description:
Reporter described event as follows: nurse placed a needle/syringe into the lid/door of the sharps container. The nurse "flipped" the lid/door instead of lifting and reportedly somehow received a needlestick.